Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed to open when dispensing medication. A field service engineer reseated and verified all cables which resolved the reported issue, then inspected the drawers for missing or damaged slide bumpers and replaced two slide bumpers in drawer 4.2. The customer tested the unit afterward and confirmed that it operated normally with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not open to dispense medication and multiple drawers were showing errors when attempting to dispense medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.